Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash. Patient described the rash as little red pimples that are moist and seeping. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed prednisone and betamethasone. Follow up indicated that the medications were helping with the skin irritation.